Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infection at infusion set insertion site and flair up red circle around site, heat, painful which hurts when removed. The area was treated with antibiotics. Issue occured around (B)(6) 2024. Highest blood glucose resulting from the event was 400mg/dl which was initially treated using correction bolus via pump however due to skin irritation patient used multiple daily injection. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.